Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510k number for the valeo products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one valeo pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be clean and no other anomalies were noted. The stent was returned partially sitting onto the balloon and the stent was noted to be dislodged. The balloon was examined under magnification and stent crimp marks were visible on the balloon. No damage was noted to the stent and no other anomalies were noted. No other functional testing was performed. Therefore, the investigation was confirmed for stent dislodgement, as stent was noted to be dislodged from the balloon on the device returned for evaluation. A definitive root cause for the reported stent dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2022), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the valeo stent placement procedure, the stent allegedly dislodged in the delivery catheter and off the balloon. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022). Device pending return.

Event description:
It was reported that during the valeo stent placement procedure, the stent allegedly dislodged in the delivery catheter and off the balloon. The current status of the patient is unknown.